Event description:
The customer reported a lockup of the device during opcheck. No patient involvement.

Manufacturer narrative:
(B)(4). A follow up will be submitted upon completion of the investigation.